Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that recently the operating room staff has been finding black specs in the sets. They are very small black specs. They were mostly found on the bottom of the trays inside the wrappers. A few times they found specs inside the corner protectors that they used. The inside wrap was white so they are easy to identify. What they found was that the black bumpers on the trays which provides protection was peeling off. Perhaps during the transportation and stacking of trays the bumper material breaks down.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned and based off of the returned photographs the reported event could not be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.